Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was no longer capturing. The lead was capped with no replacement. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was capped and no longer usable. The lead was not replaced. No patient complications have been reported as a result of this event.